Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient fell at the end of july-august and pulled everything loose. The patient reported their therapy hadn't been working since they fell, and it had gotten progressively worse in the last couple months. The patient reported shooting pain and feeling like they were getting shocked. The patient stated they haven't used the programmer because their therapy had been working and they weren't sure where their programmer was. The patient was redirected to their healthcare provider. No further complications were reported.